Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right ventricular (rv) was part of a system revision due to an erosion and infection. There were no additional adverse patient effects reported. The previously capped right ventricular (rv) remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report is being filed to correct the a2: patient info, a2: birthdate, g3: report source, d6a: implant date, and d6b: explant date.

Event description:
It was reported that this right ventricular (rv) lead had an erosion and infection. No additional adverse patient effects were reported. The rv lead was surgically abandoned.